Event description:
The only info available on this pt came from an attorney, not a healthcare professional. The pt complained of severe and permanent bodily injuries and significant mental and physical pain and suffering. It is presumed that the pt was treated with the device, xenform, but date of treatment has not been confirmed by a heatlhcare professional. It is not known what treatment, if any, the pt has had after the presumptive treatment with xenform.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No additional info has been made available. This is a legal case.